Event description:
It was reported that the device had a cassette not attached error. The product fault occurred during testing. The device issue was not related to physical damage/abuse. There was no delay in therapy, no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a bubbled downstream occlusion (dso) seal, lcd lens scratched, and battery door crack. No evidence was available to review in the event history log. Functional testing was able to replicate the reported issue. The root cause was determined to be a bad dso sensor. The dso sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.